Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt was experiencing audible alarms and intermittent connection of the battery clip connector to the system controller power lead. The pt reportedly felt faint during this event. The issue was resolved when the pt was switched to tethered support (i.e. Connected to the power module). The suspect battery clip was exchanged by the hospital. The pt remains on lvad support with no further issue reported.

Manufacturer narrative:
The manufacturer is attempting to acquire the suspect device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.